Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe unit to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and the reported problem was able to be confirmed using logs (B)(6) 2025 at 12:37 am. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system upon powering on the unit an error c-34 displayed. As a result of these findings, the root cause of the reported event could not be determined the unit is an OEM product and cannot be opened on site for further investigation. Upon visual inspection the unit's top cover have chipped paint, otherwise the unit is in good condition. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit erbe when activating monopolar energy. The technical service engineer (tse) advised the customer to try changing the energy setting and test the monopolar energy again. The surgeon opted to stop using monopolar energy for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further details related to the reported event are known or available.